Event description:
Medtronic received a literature article titled 'carotid endarterectomy compared with carotid artery stenting for extracranial carotid artery stenosis: a retrospective single-centre study'. The study compares the results of cas and cea in patients with significant carotid artery stenosis. Between 2018 and 2022, hospital records of all patients who underwent carotid artery revascularization at the institution were retrospectively analyzed. Patients were divided into two groups depending on whether cea or cas was performed for carotid revascularization. All cas procedures were performed in the catheter lab with local anesthesia and mild sedation, and utilised either the moma® ultraproximal protection device or the angioguard® filter (non-medtronic) as cerebral protection devices. Carotid stenting was performed using the 7¿10 mm/30 mm cristallo ideale carotid self-expanding stent-system. A total of 270 patients were analysed, of which 122 underwent cea and 148 underwent cas procedures. Cas group periprocedural (30-days) data reported tia 12% (n = 9), mi (n = 0), stroke 4% (n = 3) and death 3% (n = 2). Cas group postprocedural (1-year) data reported tia 15% (n = 11), mi 8% (n = 6), stroke 4% (n = 3) and death 9% (n = 7). Cas group long-term (after 1-year) data reported tia 16% (n = 12), mi 13% (n = 10), stroke 7% (n = 5) and death 13% (n =107).

Manufacturer narrative:
Article title carotid endarterectomy compared with carotid artery stenting for extracranial carotid artery stenosis: a retrospective single-centre study neurosci. 2023;2:264¿75. Https://doi.org/10.37349/en.2023.00027 a2 average age a3 majority gender b3 date of publication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.